Manufacturer narrative:
As no further information is expected, our investigation is complete. This report will be updated should further information become available.

Event description:
It was reported that this defibrillation lead exhibited high out of range shock impedance measurements. Review of the device data revealed the impedance measurements were noted to be fluctuating throughout the past year. Boston scientific technical services discussed troubleshooting options. This lead remains in service. No adverse patient effects were reported.